Event description:
It was further reported that the sensory portion of the rv lead was capped. Defibrillator portion is still in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-58 lead implanted: 2014-(B)(6); 419688 lead implanted: 2010-(B)(6); 4568-45 lead implanted: 2001-(B)(6). (B)(4).

Event description:
It was reported that the patient complained of not feeling well. Upon interrogation the right ventricular (rv) lead exhibited noise, sudden increase in threshold and impedance, and a lead conductor fracture was noted. High sensing integrity counts was also noted on the rv lead. The lead was capped and replaced, and no patient complications have been reported as a result of this event. This patient is part of the product surveillance registry clinical study.